Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
During a surgery on (B)(6) 2012 for a mandible angle fracture, a screw broke during insertion. Both pieces were retrieved and will be discarded. This is 1 of 1 report for this event.